Event description:
It was reported that patient underwent a total knee arthroplasty utilizing a vanguard femoral component on (B)(6) 2010. During the procedure, the component was opened and the pegs were missing. Another femoral component was available to complete the procedure without delay or injury to the patient.

Manufacturer narrative:
This component was part of a three-piece (unit) lot. The other two units were within biomet's control. This report filed october 25, 2010.